Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Visual assessment of the device shows the depth limiter has been cut to the surgeon¿s desired length. No t¿s or sutures remain on the insertion needle. The trigger has been advanced fully indicating a complete deployment. The distal tip of the needle is bent and twisted. The suture and t2 were also returned, t1 was not returned. The suture has broken forward of t2 at the sliding knot which has been cinched. No root cause related to the manufacture of the devices can be established. No further investigation is warranted at this time. (B)(6).

Event description:
Information received indicates that t1 broke transversely and there was a 15 minute delay in the procedure. Fast-fix was removed from the patient, no debris remains in the patient. The procedure was completed with a backup device, and the patient was noted to be okay post-procedure.